Event description:
A customer reported no iodine in the minicap. The problem was noted prior to product use and there was no patient involvement. There was no patient injury. This is report 2 of 60.

Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of any samples being available for evaluation. The root cause is undetermined determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.